Manufacturer narrative:
(B)(4): final analysis of the pump reported high s2 battery resistance. The battery resistance waveform test showed a high resistance of 1156 ohms.

Event description:
Prophylactic removal of pump to avoid in vivo-battery depletion was carried out. No adverse events were reported. The pump infused baclofen dose: 1,100 mcg/d; concentration: 2000 mcg/ml.